Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer changed the infusion set and cartridge before resuming insulin use. No further assistance was deemed necessary, and the case was closed by tandem technical support.